Manufacturer narrative:
This report is submitted on april 06, 2023.

Event description:
Per the surgeon, it was reported that the patient underwent revision surgery on february (specific date and year not reported) to remove granulome on the implant site.

Manufacturer narrative:
It was also reported that the patient was placed under general anesthesia on (B)(6) 2023. This report is submitted on may 03, 2023.

Manufacturer narrative:
It was reported that the patient experienced an infection at the implant site. The device was then explanted on (B)(6) 2023. It is unknown if there are plans to reimplant the patient as of the date of this report. This report is submitted on june 20, 2023.

Manufacturer narrative:
It was reported that the patient was treated with oral antibiotics (duration not reported). The patient was also hospitalized for 2 days for intravenous antibiotics treatment. This report is submitted on august 07, 2023.